Manufacturer narrative:
The zio at was not returned to irhythm for evaluation. A review of the complaint revealed that the patient wore the zio at for approximately 2 of the 14 prescribed days. The patient has sensitive skin and a history of reaction to medical adhesive. The exact cause of the reported event cannot be determined; however, the patient¿s preexisting sensitivity and history cannot be ruled out as a contributory factor. Skin irritation and allergic reaction are known inherent risks of the device. The device manual warnings section read as follows: do not use the zio at patch on patients with known allergic reaction to adhesives or hydrogels or with a family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio at patch from the patient¿s chest. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient presented to their healthcare provider (hcp) with signs of an allergic reaction allegedly caused by zio at. The patient developed hives and a rash, and the device had fallen off. The patient reported that the physician¿s diagnosis was anaphylaxis the patient was treated with intravenous benadryl.